Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level that ranged from 68-69 mg/dl. Prior to the ER visit, the customer consumed carbohydrates to address bg levels. While in the ER, customer was under observation, and did not receive additional treatment. The customer was released from the ER four hours later with no permanent damage. The cause of the reported issue was due to the customer delivering a larger bolus that intended. Reportedly, the customer accidentally manually adjusted the bolus recommended amount from 0.53 units of insulin to 10 units of insulin. The customer acknowledged overriding that the max bolus alert at the time of the event. The clinical diabetes specialist assisted customer in adjusting the max bolus feature.